Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that they had experienced high blood glucose and insulin pump received insulin flow block. The customer¿s blood glucose was 513 mg/dl at the time of the incident. The customer reported that they had insulin flow block during bolus. The customer was advised to reconnect tubing at quick set and prime a 5 units fill cannula and insulin exited. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.